Event description:
It was reported that intermittently it may take add'l activations of the column switch, on the 9800 system, to start the column lowering. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the column power supply (ps3). The system was tested and found to be working as intended and placed back into service.